Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, she started to experience hypoglycemic symptoms. The cgm reading was 5.1 mmol/l and the bg reading was low below 2.0 mmol/l (1.6 mmol/l). The patient tried to calibrate the cgm and it declined it multiple times. The patient self-treated with 3 ¿glucose shot (injection)¿ (meant to be glucagon injection). After 45 minutes the patient recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within c zone of the parkes error grid. No additional patient or event information is available.